Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on august 01, 2022.